Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm reusable cannula instrument and completed the device evaluation. The instrument was analyzed and was returned stuck on RMA 301955950010. The returned part was returned with a part failed component as an incidental return. The is no reported complaint against this part. The seal was able to be removed from the instrument. The seal was inspected, and no damage was found.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was stuck to the cannula (RMA 30195595).